Manufacturer narrative:
Device history records reviewed. Device not returned for evaluation. Shaft frosting is a known risk for cryoprobes.

Event description:
Upon freezing during this procedure, it was observed that all three pcs - 17 cryo probes frosted all the way up shaft. There was no delay to the procedure and no injury to the patient, the case and treatment was completed as scheduled. Complaint 2 of 3.